Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine (30.0 mg/ml at 11.993 mg/day), clonidine (250.0 mcg/ml at 99.94 mcg/day), and baclofen (100.0 mcg/ml at 33.98 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and complex regional pain syndrome type ii. It was reported during a surgical revision to reposition the pump, it was noted that the catheter had been yellowed, presumably from inflammation. The catheter was cut secondary to the pump reposition, not this event (see manufacturer report #3004209178-2016-22533 for the pump reposition event). No action was taken as an intervention. The outcome was noted as unresolved with no further action planned. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to extensive inflammatory response in pump pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.